Event description:
It was reported that there was variable impedance from 600 to 1400 ohms. It was also reported that there was crosstalk from atrial pace in one episode, causing vs-fs leading to detection. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.